Event description:
It was reported that the bd intima-ii closed IV catheter system experienced leakage at the catheter and hub junction. The following information was provided by the initial reporter: for the patient with abnormal uterine bleeding, when the indwelling needle was used for intravenous infusion, fluid leaked at the interface of the indwelling needle, which could not be used anymore. The needle was re-punctured after removal.

Manufacturer narrative:
In response to the event reported by the facility a device history review was conducted for lot number 2110888. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.